Event description:
A malfunction alarm was reported by the customer, and the malfunction code could be reset, but the issue persisted afterwards. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy while a replacement pump was arranged since the current pump was out of warranty. Technical support assisted the customer with resetting the pump and provided instructions on storage mode. The customer agreed to return the pump using a pre-paid label within ten days.